Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0w4zf, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the implantable neurostimulator (ins) setscrew would not set properly during a procedure the morning of (B)(6) 2015. The healthcare provider (hcp) could not get the lead all the way into the ins. The hcp tried to unscrew the screw, but it would not budge. They confirmed there was a screw in the ins, but the hcp could not back it out and the lead would not go in. The procedure was completed with a new ins and there were no associated symptoms. The patient's indications for use were not specified.

Manufacturer narrative:
The implantable neurostimulator (model 3058, serial number (B)(4)) was returned and analyzed. Analysis found that the setscrew on the neurostimulator was backed out too far. It was otherwise functional with good stable output on all electrode pairs.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies.

Event description:
Additional information received from the manufacturer representative (rep) reported that the set screw was stripped and was too tight. They could not get the lead into the implantable neurostimulator (ins). There was no patient injury and the patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.